Event description:
It was reported that while in the cath lab the super arrow-flex (saf) sheath was inserted into the patient's femoral artery. The intra-aortic balloon (iab) was inserted into the saf sheath and became stuck. As a result, the iab was removed and another iab was inserted successfully. There was no reported patient death or injury. Medical/surgical intervention was not required. The therapy was delayed/interrupted for 15 minutes. There were no reported patient complications and the outcome of the patient is listed as "fine." Additional information was received from the sales representative on 10/21/2010 stating that the sheath used was a reinforced super arrow-flex (saf).

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.